Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm.the product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause was determined to be confirmed because sensor wire is detached from sensor pod. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.